Manufacturer narrative:
The reported events of high capture threshold and ¿electrode could not be connected¿ were not confirmed and the event of helix mechanism issue was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. The lead was returned with the helix retracted and clogged with blood. X-ray examination found the inner coil to be over-torqued at the connector region. After cutting the lead and cleaning, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to blood and tissue in the helix region and over-torqued of the inner coil.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right ventricular (rv) lead exhibited increased capture threshold, loss of capture with suspected dislodgement. During the rv lead revision procedure, the rv lead helix failed to retract and as a resolution the rv lead was explanted and replaced. During the same procedure, the replacement rv lead failed to connect to the implanted implantable cardioverter defibrillator (ICD) header as the set screw was stripped and hence the ICD was explanted and replaced as well. The patient condition was stable.